Manufacturer narrative:
The reagent lot number is 929747. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable bicarbonate liquid results for 2 patient samples on a cobas c 503 analytical unit. Sample 1: the initial result was >50 mmol/l, and the repeated result was 29 mmol/l. Sample 2: the initial result was 38 mmol/l, and the repeated result was 29 mmol/l. This sample was repeated due to a delta check in the customer's middleware.